Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the keypad of insulin pump was not working. Customer stated that insulin pump was exposed to fluid in the past and noticed condensation underneath the screen & it has a hair line cracked on the casing. Customer states the pump had been dropped. No harm requiring medical intervention was reported. The device will be returned for analysis.